Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report.

Event description:
It's alleged by the attorney, through the filing of a lawsuit, that the plaintiff was in a terrible car accident on (B)(6) 2015, in which she sustained numerous injuries. Its further alleged that on or about (B)(6) 2015, she had a stryker nail implanted into her left leg. Its further alleged that on or about (B)(6) 2016, the nail broke. The broken nail required two revision surgeries on unknown dates and caused great physical pain. This pi is for revision 2 on unknown date due to pain.